Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, no low voltage output issue was observed on the device. The device temporarily stopped pacing upon external cardioversions. Patient is pacemaker dependent. After another shock the patient received the device started to continue pacing. The rep was unable to recreate the pause episode and all the parameters were re-tested and stable. Device returned to normal pacing and no other anomalies were observed. Physician suspected that the defibrillator pads were placed too close to the device. Patient was stable and unaware of the event.